Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 -(B)(4)- MDR 3003442380-2025-16616. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-16616), was submitted on 17-nov-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 05-feb-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Initial and final (B)(4) - device 5 of 10. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infection at infusion set insertion site on (B)(6) 2025. The issue occurred with 10 infusion sets. The patient got treated with unspecified medication. The infusion set was in use for 1 to 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.